Manufacturer narrative:
Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "signs of iii-IV degree capsular contracture according to baker" photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture was requested on (B)(6), 2025. Lot number 2656419 can be observed on the device. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "signs of iii-IV degree capsular contracture according to baker" diagnosed via ultrasound. This record is for the left side. Device has been explanted and replaced with another manufacturer´s device.